Event description:
It was observed that during the device evaluation, the duodenovideoscope had peeling adhesive around the objective lens and light guide lens. Also, the forceps elevator had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the adhesive around the objective lens and light guide lens was peeling, and the forceps elevator had corrosion. The most probable cause of the discovered damages is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.